Event description:
The technician alleged the bed had no hi/low functions. No pt impact.

Manufacturer narrative:
The technician found the user control module board had liquid damage. The technician replaced the user module board assembly to resolve the issue.